Event description:
During remote follow up, increased pacing impedance, decreased sensing and variable capture threshold were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.